Event description:
Related manufacturer reference number: 2017865-2022-13409. It was reported that both the atrial and ventricular leads were pulled back out of position via a review of the x-ray images. There were no patient issues due to the dislodgement. Both leads were removed and replaced with new leads when the helix would not retract and extend properly when attempting to reposition the leads. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed, while the reported event of failure to retract and extract helix was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The cause of the reported helix event was isolated to a clogged helix. No other anomalies were seen.